Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 9. On (B)(6) 2020, non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: swelling and inflammation. No further patient complications were reported.